Event description:
Same case as MDR#: 2134265-2013-02566. It was reported that during an angioplasty procedure the guide wire became entrapped. Using a choice floppy guide wire, the physician advanced an emerge balloon catheter to the target lesion however it became stuck on the wire. The devices were successfully removed and no complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).